Manufacturer narrative:
The MFR concludes the ventilator operated as designed before, during and after the reported event. No further action is required.

Event description:
The MFR received info alleging a ventilator failed to audibly alarm when a pt pulled his tracheostomy tube out. The pt expired. The pt was described as a ventilator dependant (B)(6) with a history of a de-cannulating himself. The pt was found in his bed with the tracheostomy tube pulled from his tracheostomy site. According to the caregiver, the ventilator was not audibly alarming for the circuit disconnect when she entered the room. When the ventilator circuit was manipulated by the caregiver the ventilator audibly alarmed for a pt disconnect. The ventilator was returned to the MFR for investigation. The device passed all testing and was found to operate and audibly alarm as designed. No malfunctions or deficiencies of the ventilator were identified. The ventilator's error log was reviewed and no errors which would indicate a device or alarm malfunction were present. The error log confirmed the ventilator audibly alarmed for a pt disconnect at the reported time (6:50 am) and date ((B)(6) 2011) of the event. The error log also confirmed there had been over 1100 disconnect alarms logged prior to the reported event. A direct view report was generated from the ventilator's sd card which was inserted in the device during its use with this pt. The direct view report contains pt data such as: minute ventilation, leak values, pt triggered breaths, peak flow, pressure, and tidal volume. The direct view report confirmed the circuit pressure never dropped throughout the reported event. The pt circuit that was in use at the time of the event contained a heat moisture exchanger (hme) and a size 4.0 cm tracheostomy tube. At the time of the event, the pt circuit appears to have become occluded or had enough resistance from the hme and small tracheostomy tube size to maintain enough pressure that the set low pressure limit was not exceeded to result in an audible alarm. The ventilator's other pt alarm parameters such as low tidal volume, low minute ventilation and apnea were turned off at the time of the reported event. Device labeling states: "you should not rely on any single alarm to detect a circuit disconnect condition. The low tidal volume, low minute ventilation, low respiratory rate and apnea alarms should be used in conjunction with the circuit disconnect alarm. The apnea alarm is only intended for spontaneously breathing pts." Device labeling also states: "speaking valves, heat moisture exchangers (hmes), and filters create add'l circuit resistance and may affect the performance of alarms chosen for circuit disconnect protection."